Event description:
Upon removal, the gastric sump tube was found to have a knot on the end.

Manufacturer narrative:
It was reported that the pt had a gastric sump tube in place for approximately 30 minutes. The tube had been inserted to the 55 cm depth marking. No x-ray had been taken following the tube placement. As the tube was being removed through the right nare, a knot on the distal end was noted on the tube. The contact at the facility indicated they believed it may have knotted as it was being removed and that the pt's anatomy may have been a contributing factor to the incident. This was not confirmed. The pt was reported to have a pneumothorax/pneumomediastinum. It is not known what role if any this incident played in this diagnosis. We were not provided with any other information. The need for any medical intervention resulting from this incident is not known. The sample was returned with a knot located at approximately the 5 cm marking. There was no defect evident on the sample. We have not had any other similar incidents reported to us for this device. A root cause has not been determined.